Manufacturer narrative:
One certain® implant lab analog 4.1mm(d) was returned for zimmer biomet investigation. Visual inspection of the as returned product identified signs of use and confirmed a fractured screw within the analog. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event date not provided/unknown. (B)(6).

Event description:
It was reported that the screw portion of the locator abutment (iloa003) while being tried in the model.